Manufacturer narrative:
(B)(4). Patient data traceability relying on carefusion files and carefusion identification used. (B)(4) is a repackager of the nonin soft sensor, that is included in the nox t3 system. The legal manufacturer of the finished device is nonin medical inc., that has been notified of the reported event. The suspected device is going to be sent directly from (B)(4) the importer and distributor) to nonin medical (the finished device legal manufacturer) for further evaluation according to (B)(4) processes. (B)(4) has evaluated the information related to this reported event and came to the conclusion that the incident is not related to the repackaging of the nonin soft sensor performed by (B)(4). Any further reports will come from nonin medical, the finished device manufacturer. Not returned to manufacturer.

Event description:
The customer reported that while their patient was wearing the nonin 3150 pulse oximeter the patient reported a bump and burn on their finger. The patient was seen by a nurse practioner and was given topical cream to address the burn. The customer believes that their patient's issue was due to the red light in the finger probe. The device was returned to the customer by the patient.